Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a head trauma (specific date not reported). It is unknown if there are plans to replace the fixture as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Abutment currently unavailable.

Manufacturer narrative:
This report is filed february 10, 2014.